Event description:
On (B)(6) 2011, abbott point of care was contacted by a customer regarding I-stat troponin cartridges that yielded a discrepant result and the pt was admitted based on the I-stat result of 0.21 ng/ml. Results (ng/ml): I-stat: date: (B)(6) 2011, time: 12;40, result: 0.21. No repeat was done on the I-stat. The suspected discrepant result were released to a physician or caregiver. Based on the info available at the time, there were no injuries associated with this event.

Manufacturer narrative:
(B)(4). Details will be provided with the action that will be conducted in cooperation with the u.s. Food and drug administration.